Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Primary analysis finding: no anomalies found. Visual examination of the connector block and setscrews found no anomalies. However, visual examination of grommet found damage with an unknown cause.

Event description:
It was reported, during the implant procedure, the cardioverter defibrillator showed multiple screens of oversensing. Noise was not present through analyzer testing but only when lead was connected to the device. Consequently, this device was withdrawn. Another same brand defibrillator was selected and implanted uneventfully. No patient complications have been reported as a result of this event.